Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 36 mmol/l at the time of the incident. Customer stated that insulin pump not turning on. Customer stated insulin pump had multiple pump error. Customer stated that alarm was cleared and rewind. Self test passed. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.